Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The representative was unable to replicate the reported issue. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional.

Event description:
A site representative reported that, while in a functional endoscopic sinus surgery (fess), the orbital of the patient's eye was breached. The reported breach occurred when the physician made contact with the bone and bumped the tip of the shaver into the eye. It was reported that the surgeon continued with the procedure normally. There was a reported delay to the procedure of less than 1 hour due to this issue. The surgeon reported that the site was accurate during the procedure. Following the procedure, the surgeon conferred with the patient and the patient was doing fine without any observed adverse effects. No additional information was provided.